Event description:
Patient with history of tips placed for refractory ascites two years ago complicated by development of hepatic encephalopathy with subsequent tips reduction. Patient has had worsening encephalopathy and noted to have portosystemic shunting on CT patient referred to interventional radiology for tips evaluation and possible portosystemic shunt embolization. An omni flush catheter was positioned in the superior mesentericvein and superior mesenteric venography was performed. This demonstrated a patent cephalad superior mesenteric vein with at least 3 identifiable prominent mesenteric renal shunts. The largest of the 3 was subsequently cannulated with a glidewire and glide catheter. Selective gentle venography was performed confirming a prominent mesenteric renal shunt measuring approximately 13 mm. Coil embolization was attempted using a 15mm x 30cm azur coil. The azur coil would not detach and after several tries the coil was removed, and replaced with a 20mm x30cm azur coil. This coil would not detach as well. In both attempts to detach the coils, the green light on the detachment handle was verified to be green. Both coils were saved for investigation. The embolization was completed of the mesenteric outflow using 16 mm x 60 cm and 14 mm x 60 cm detachable ruby coils. This was followed by 7 14-mm nester coils. Completion venography demonstrates no flow through the coil pack.